Event description:
It was reported that this the patient with this pacemaker experienced a syncopal episode. The patient presented to the emergency room, and there were no episodes stored in the device. It was discussed with the physician that there were no out of range lead measurements observed, and the presenting electrogram (egm) showed the device was operating as programmed. No additional adverse patient effects were reported. The device remains in service.